Event description:
It was reported the programmer was dropped, and the screen and handle are broken. The programmer was returned to the manufacturer, analyzed, and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report: the screen and handle were broken. It was also noted that the power supply was corroded and the programmer will not accept software downloads due to an out of specification hard drive.